Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025, it was reported that the patient went to a clinic because she was experiencing pain which was not related to cgm system. While the pain-physician was interrogating the patient he observed that the patient was showing symptoms of hypoglycemia, she was confused and experienced cognitive malfunction. The dexcom receiver did not notify or provide any alerts for hypoglycemia at the time when symptoms were developed but was still providing readings. The patient was wearing the g6 sensor and did not check the cgm readings nor the bg meter at the time where the symptoms were developed. The doctor called the ambulance even without checking the bgm or cgm readings. When the ambulance came at the pain-clinic, the paramedics checked the patient's bg reading which was 1.7 mmol/l and the cgm reading was 3.7 mmol/l. The paramedics treated the patient with IV dextrose. Paramedics wanted to take the patient to a hospital but the patient refused. After the incident, the patient just went home and took a rest. The patient's condition was okay at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined the reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.